Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the right ventricular lead, high capture thresholds were noted, the physician repositioned the lead however the issue still existed. The lead was not used and a new lead placed successfully.